Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm of the total aortic arch. Aneurysm and vessel morphology were not reported. It was reported that an open surgical repair was performed whereby the aortic arch was separated from the ascending and descending aorta, and the innominate, left common carotid, and left subclavian arteries were also separated from the arch. The talent thoracic stent graft was inserted into zone 4 upside-down and overlapped with a synthetic graft from another manufacturer, which was used to replace the native aortic arch. Felt material was placed at the anastomosis of the synthetic graft and the talent stent graft. After the procedure, no blood pressure in the femoral arteries was noted; a dissection at the descending aorta due to the bare spring of talent stent graft was suspected. The physician elected to intervene by performing an axillofemoral bypass in both legs, and the blood pressure was successfully recovered. Because open surgery was performed, an angiogram could not be performed, and therefore, the dissection and the cause of the loss of blood pressure in the femoral arteries could not be confirmed. No additional clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
(B)(4): evaluation results: (dissection); (device used in an open repair; insertion of the device upside-down; overlapping with a synthetic graft).